Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her mother experienced high blood glucose level. The customer¿s blood glucose level was 417 mg/dl at the time of the incident and other value was 390 mg/dl. It was reported that the battery went dead and paired devices got deleted. Customer had symptom of nausea. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The device will not be returned for analysis.